Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. (B)(6) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on (B)(6) 2015 (product advisory notice was sent to all potentially impacted customers).

Event description:
It was reported "the suction control valve is sticking in the open position, even when locked, allowing the suction canister to aspirate ventilator volume gas from the breathing circuit. The defect is causing a loss of ventilator volume being delivered to the patient."

Manufacturer narrative:
The device history record for the reported lot number, m5026t615, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The sample was received with the thumb valve in the down position. The valve can be pulled up and will remain up. However, when depressed, it remains in the down, open position. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection an air leak sound was heard, with the thumb valve in closed, unlocked position. The distal end of the catheter was inserted in water, dyed blue and suctioning occurred. The thumb valve was fully depressed and suctioning increased. Then the thumb valve was manually pulled to the full upright, closed position. The suctioning stopped. The valve was placed in the locked position. Initially no suctioning occurred in the locked position. However, during handling, pressure was applied to the thumb valve and suctioning occurred. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).